Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 21, 2020, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2009 captures the reportable event of ureter laceration. Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported that an encore inflation was used during a procedure performed on (B)(6) 2020, to treat a patient with malignant neoplasm of left renal pelvis who was experiencing gross hematuria. During the procedure, the patient's ureter was lacerated. The patient was discharged on the same day.